Event description:
Medtronic received information that prior to the end of the surgery of this annuloplasty ring in the tricuspid position, the physician observed bleeding with atrioventricular and a vena cava tearing. The physician repaired the tear with a bovine pericardium and it was reinforced with synthetic glue and a pericardio patch. Subsequently, the patient died in the surgery room. It was reported by the doctor that the device was not directly related to the death, but rather implant technique. The device will not be returned, as the device was not explanted from the patient.

Manufacturer narrative:
Product analysis: the device will not be returned for analysis. There was no report of a device malfunction that may have caused or contributed to the patient's death. Based on the available information, user error likely caused or contributed to the patient's death. Conclusion: the device history review is pending. Upon completion, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
Correction was made on this report to reflect the correct aware date of the additional information which was inadvertantly not corrected on the last supplemental report. The correct aware date of the additinal information should be (B)(4), 2013.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Investigation conclusion: the device was not returned for analysis as it was not explanted from the patient. A conclusive cause of the observed atrioventricular bleeding and vena cava tear and subsequent patient death could not be determined. However, it was reported by the doctor that the device was not directly related to the patient¿s death, but rather implant technique. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.